Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2007 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 others: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the vent was on a patient, nurse found the patient in distress, ltv was not alarming. No patient harm was reported.

Manufacturer narrative:
Findings/root-cause: the reported complaint was unable to be duplicated. Ltv unit was tested according to service manual procedures and was found to be performing to specification. Audible and visual alarms were verified, and patient assist communication port was tested and found to be functioning as intended.

Event description:
Additional information received indicates that the customer sent back their device for further investigation.